Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received on (B)(6) 2015 from a consumer via crts (customer response tracking system) regarding a male 61 year old patient receiving morphine (unknown) via an implanted infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. The consumer reported that he had been going to his healthcare provider (hcp) for two months and the medication had been titrated down slowly. In (B)(6) 2015 the pump started to alarm. The consumer was in the hospital being treated for withdrawals. He stated he was feeling out of sorts and edgy, and he felt like he had the gee bee gee bees. The consumer reportedly had diarrhea, nausea, and his blood pressure shot up. The consumer was being treated with a catapres (clonidine) tts (transdermal) 0.1mg patch to help with withdrawal symptoms. The nausea was treated with ondanestron. Saline was to be put in the pump next week at an appointment with the managing hcp. The consumer mentioned that the alarm was not as loud as it used to be. As of (B)(6) 2015 all symptoms have been resolved, per the consumer, and there were no device concerns. The blood pressure spike was due to withdrawal, and the patient had been administered amlodipine 5mg (1 daily), losartan potassium 100mg (1 at bedtime). The blood pressure issues stopped on (B)(6) 2015. The consumer was currently taking benicar hct once daily. The alarm was to be disabled at an hcp appointment (B)(6) 2015 and any remaining morphine in the pump would be removed.